Event description:
It was reported, the pt does not have effective stimulation coverage. The pt has been reprogrammed multiple times to no avail. X-rays revealed no anomalies. The pt met with her physician who thinks the ankle pain may not be neuropathic in nature. The pt will meet with a sjm rep as the next course of action. Note the pt received two leads from the same lot.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.